Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker reverted to safety mode. Device replacement was recommended. Additional information provided this pacemaker was subsequently explanted. Another pacemaker was implanted to complete this procedure. This pacemaker has not been returned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker reverted to safety mode. Device replacement was recommended. No adverse patient effects were reported. Additional information has been requested but was not provided at this time. This device remains in service at this time.